Manufacturer narrative:
(B)(6). Device manufacture date: unknown as product serial number was not provided. The intraocular lens (iol) is not returning as it is not available; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that three patients experienced toxic anterior segment syndrome (tass) one day post intraocular lens (iol) implantation. The surgeon does not believe the lenses were the cause of the events. The cases have occurred in the past 2-3 weeks prior to (B)(6) 2021. The issue was first identified during the post-operative examination. No further information is available.